Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly to interface board. Insulin pump was unable to perform the displacement test due to blank display. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 132 mg/dl. The customer stated that the device had been dropped about a week prior, but she advised that it was not a hard drop and no physical damage was observed on the insulin pump. Upon troubleshooting, it was found that the display did not return after replacement of the battery. She mentioned that she used a lithium battery, which she was advised against using in the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.